Event description:
It was reported that a malfunction alarm occurred with a pump distributed in denmark. There was no adverse impact on the customer's blood glucose level. The customer was informed that a pump replacement was necessary, and a replacement pump was sent to the customer. The customer declined to share what type of backup therapy they would use to ensure uninterrupted insulin delivery.